Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same 3010293992.

Event description:
The complaint was reported by a costumer from the USA. Delivery issue.

Event description:
The complaint was reported by a costumer from the USA. Delivery issue.

Event description:
The complaint was reported by a costumer from the USA. Delivery issue.